Event description:
Medical affairs spoke to pt who mentioned that their meter had not been working for the past couple of months. Pt's meter would not power on. In the meantime, pt used their friend's meter to test. Pt did not test every day. One day (date unk) pt was experiencing symptoms, which consisted of having a headache and feeling nauseated. Pt did not have their friend's meter at the time and went to see their md. At the md's office pt's blood glucose on their meter was 271mg/dl. Md advised pt to increase their insulin intake. Pt had replaced the batteries less than a year and meter still does not power on. Customer service was unable to resolve the issue and sent pt a new meter. Pt suffered a serious injury; however, there is no evidence that meter contributed to the injury. Pt was using a friend's meter for the past couple of months. Pt was experiencing symptoms prior to testing and pt did not have their friend's meter the day pt went to see the md.